Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on antrum on a laparoscopic sleeve gastrectomy, the reload got stuck after firing 30mm, and eventually the device would not fire, and jaws would not open. The stapler shaft got broken. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the disengaged components may occur when a thick tissue was selected. When trying to articulate the articulation lever, excess of torque is applied to the instrument articulation mechanism causing the causing the articulation lever to break, the knob to separate and the shaft to become loose observed in the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on antrum on a laparoscopic sleeve gastrectomy, the reload got stuck after firing 30 mm, and eventually the device would not fire, and jaws would not open. It was also reported that the stapler shaft got broken. Another device was used to complete the case. There was no patient injury.